Event description:
The pt/lay user called lfs affiliate on december 20, 2006 alleging the one touch ultra meter was giving her the battery indicator. The pt was unable to test on her meter. She could not remember when she was last able to test on her meter. She reportedly had been experiencing "a lot of symptoms" and was feeling unwell for a couple of weeks stating that, her sugar levels are not stable. On december 19, 2006, the pt reported visited her physician. Her blood glucose was tested and the result was 24.0 mmol/l. She reported another result of 6.6 mmol/l but the meter she used to obtain this result is not known. The pt was not given any treatment, however, her medication regimen was increased. The pt was not willing to provide any further info. It would have been helpful to know how long the pt was unable to test, what her symptoms were, when they began, what her medication regimen is, and if any changes were made to it. This complaint is being reported, as the meter issue was not resolved with troubleshooting. Also, the pt was unable to test on the meter; during this time, she experienced "a lot of symptoms" and visited her physician, who tested her blood glucose and obtained a 24.0 mmol/l. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.